Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: part received h3, h6: investigation summary investigation flow: device interaction/functional visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: l629391) was returned and received at us cq. Upon visual inspection, the received guide sleeve was observed with stripped threads and the distal tip was bent. It was missing the red and one of the yellow alignment indicator epoxy which was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were identified. Functional test: the functional inspection was performed on the returned devices at cq. The blade/screw guide sleeve (part #: 03.037.017) came assembled with 3.2mm wire guide sleeve (part #: 03.037.018) and were difficult to disassemble as the guide sleeve (part #: 03.037.018) was bent. Also, the 3.2mm trocar (part #: 03.037.019) was bent and so the devices could not be assembled/disassembled as intended. Since the mating devices were damaged, this would have resulted in the device interaction issue. The complaint can be replicated with the returned devices. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint was confirmed. As the bent condition of the mating device would have contributed to the device interaction issue. Investigation conclusion: the complaint condition is confirmed. Since the bent condition of mating devices caused the device interaction issue, it cannot be traced to the device. There is no indication that a design or manufacturing issue has caused the issue. The root cause for the bent distal tip might be unintended forces applied to the device. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code 03.037.017 lot number l629391 manufacturing site: bettlach release to warehouse date: oct. 26, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number updated: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the hip surgery, the blade screw guide sleeve trocars were jamming up and the press-fit was not working appropriately. In the same case, the flexible hexagonal screwdriver cannulation was not cannulated and the item blocking it was not able to be removed. The was no surgical delay and no patient harm. Procedure outcome is unknown. This complaint involves four (4) devices. This report is for (1) 3.2mm wire guide sleeve. This report is 2 of 4 (B)(4).